Manufacturer narrative:
The reported failure "temp error" was noticed by the costumer at the (B)(6) hospital and could not be confirmed. The device was directly involved in the incident. According to the service report (B)(4) dated on 2020-05-20 the customer stated that the unit did not shut down while the error message "temp error" was displayed. A getinge field service technician checked the rotaflow console and drive for air flow restrictions. No air flow restrictions were found. The fan of the rotaflow console was tested. No problems were found. The device ran on a test circuit at 3500 revolutions per minute (rpm) for 14 hours. No error message occurred. The technician was unable to duplicate the error message. Thus the failure could not be confirmed. The device was cleared for clinical use. The rotaflow risk analysis (B)(4) was reviewed on 2020-05-26 with the following outcome: the most possible causes for the reported failure "temp error" could be determined as: over-temperature condition in the device, e.g.: increased heat generation due to short circuits, defect battery, heat accumulation, heat generation due to motor blockage, device used out of specification, charging of battery. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-05-26 with the following outcome: in chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: only operate the rotaflow system within the specific technical and ambient conditions ("ambient conditions", page 76). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The device displayed the error message "temp error". (B)(4).